Manufacturer narrative:
During follow up with customer on (B)(6) 2016, tandem technical support indicated that pump functioned as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. There was no impact to the customer's blood glucose level.